Event description:
It was reported the light source couldn't turn on and had a scope connectivity issue. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: reporter address: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s complaint/reportable malfunction was confirmed. Based on the investigation results, the light source could not be turned on, and the lamp was replaced, was unable to be identified. Results did not reveal any information related to the occurrence of the malfunction, and since the device was not returned for evaluation, the defect phenomenon could not be confirmed. However, the probable cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿after reviewing the instruction manual and product labeling, no abnormalities were found that could have led to the phenomenon.¿ olympus will continue to monitor the field performance for this device.